Manufacturer narrative:
Device is a combination product. Device code (B)(4)relates to component code (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The target lesion was located in the mid left circumflex (lcx) artery. A 20 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, upon advancing to the proximal segment of lcx, the device became stuck in a previously implanted non bsc stent. In attempt to remove the device, the stent dislodged and only the balloon catheter was retrieved. The stent was unable to be removed. Therefore, with the help of another balloon, the physician was able to drag and deploy the stent in the radial artery. No patient complications were reported and the patient's status was stable.